Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a sensor error alert, a radio frequency failed self-test alarm, and a device software error alarm. The customer's blood glucose level was 120 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer's device could not be replaced because it was out of warranty. Nothing was replaced or returned.